Manufacturer narrative:
Additional information: d.9, g.1, h.3. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas vision systems blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility administrator reported that a dialyzer began to leak dialysate during prime and was replaced. Additionally it was reported that a blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment with the second device. The blood leak was noted as being an internal blood leak. Blood leak test strips were not used as the leak was visually observed on the arterial end of the dialyzer. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint devices were reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility administrator reported that a dialyzer began to leak dialysate during prime and was replaced. Additionally it was reported that a blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment with the second device. The blood leak was noted as being an internal blood leak. Blood leak test strips were not used as the leak was visually observed on the arterial end of the dialyzer. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint devices were reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Corrected information: e.2, e.3, g.2

Manufacturer narrative:
Additional information: h.3.

Event description:
A user facility administrator reported that a dialyzer began to leak dialysate during prime and was replaced. Additionally it was reported that a blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment with the second device. The blood leak was noted as being an internal blood leak. Blood leak test strips were not used as the leak was visually observed on the arterial end of the dialyzer. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint devices were reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrator reported that a dialyzer began to leak dialysate during prime and was replaced. Additionally it was reported that a blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment with the second device. The blood leak was noted as being an internal blood leak. Blood leak test strips were not used as the leak was visually observed on the arterial end of the dialyzer. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint devices were reported to be available to be returned to the manufacturer for evaluation.